Manufacturer narrative:
Batch review performed on 18 september 2024: lot 2402160: (B)(4) items manufactured and released on 06-feb-2024. Expiration date: 2029-jan-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved; batch review performed on 18 september 2024: double mobility liner (k092265) lot 2203979: (B)(4) items manufactured and released on 13-apr-2022. Expiration date: 2027-mar-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month and a half after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.